Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's family member reported that they had not received any replacement devices and the patient's issues had not been resolved. They also added that the patient's pain was affecting their mood. No further issues were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, lot# unknown, product type: recharger. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s implantable neurostimulator recharger (insr) was not charging at all. The consumer stated that the patient was in pain and needed their therapy. The consumer reported that the connector pins on the desktop charger were loose and the green light wasn¿t on. It was noted that the patient tried different outlets, but the green light still wouldn¿t come on. It was also reported that the connector pin cord was wobbly. No out of box failures were reported. The caller was redirected to the repair department and a replacement desktop charger was requested. It was noted that the issue occurred three weeks prior to the date of this report. No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome.